Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported the catheter pulled away from the pump and was also out of the intrathecal space. A dye study was performed, which identified the issue. The catheter had migrated. No symptoms were reported. Concomitant medications, interventions, and the cause of the issues were not provided at the time of this report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.